Event description:
During the procedure the tubing started to leak around the specimen cap. Blood and fluid began spraying out. The resident noticed it first and said, (the machine is leaking). I immediately went to machine and before I could do anything, it made a loud popping sound. Blood and fluid exploded everywhere to include, the machine, floor and me.